Manufacturer narrative:
UDI related data quality updates only.

Event description:
A reporter indicated that during a procedure, filter did not open entirely upon placement, an additional ivc filter with same lot# deployed and did not fully open causing a second retrieval.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Manufacturer narrative:
No similar complaints were found related to this lot number. A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Two samples were returned by the customer for review. The customer only returned the filters with no other supporting components to fully evaluate the deployment defect that occurred during procedure. Upon visual inspection, there was no damage found to the filters. The filters were functionally put in warm water for 2-3 seconds and the filters opened normally with no issue. Since the defect could not be duplicated, the complaint is not confirmed. Because a manufacturing defect could not be found, there is no further evaluation required and no corrective action will be taken.